Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight within specification, crease fold, deformation and encapsulation (50-100%). After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The event of "irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and localized redness."

Event description:
Healthcare professional reported right side "persistent, recurrent pain" and "local redness." Device has been explanted.